Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failure to receive ack1, 2, or 3, this MDR is being resubmitted on (B)(6) 2011. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 2, which is a downstream occlusion alarm, occurring six times on the event date. Furthermore, baxter personnel discovered this device's door assembly was broken in the latch area, indicating a false occlusion alarm. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the condition of failure code 2. The root cause was determined to be caused by cracked door assembly in the latch area. A baxter repair technician replaced the door assembly to resolve this issue. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A follow up report will be submitted if additional information becomes available.